Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent the surgery for distal tibia and distal fibula with the products in question. Postoperatively, the wound became infected and the plate was removed 5 weeks after surgery. Subsequently, bone fusion was achieved. The implant was removed as a treatment for infection. Patient outcome is stable. No further information is available this report is for one (1) lcp postlat distal fibula plate 2.7/3.5. This is report 1 of 6 for complaint (B)(4).